Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown; device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Service history review: part no: 398.41, serial/lot no: (B)(4): no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 09october2004. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, one of the arms snapped off of the reduction forceps with points broad-ratchet. No pieces fell into the patient, but the tip of the device could not be found. Another set of forceps was available. There was no delay in surgery and no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the forcep tip broke off. The repair technician reported one side of the serrated jaws broke off. Tip broken is the reason for repair. The cause of the issue is unknown. This item is not repairable and was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: one reduction forceps w/ points broad-ratchet (part 398.41, lot a7na41) was returned with the left arm broken off. The complaint condition was likely caused by over ten years of use and possibly the application of excessive force during reduction. It is unlikely the complaint is a result of any design related deficiency. Replication of the complaint condition is not applicable. The complaint is confirmed. Per the technique guide, the 398.41 reduction forceps is an instrument routinely used in the small fragment locking compression plate (lcp) system. The device was returned and reported to have broken while trying to reduce a fracture. This condition is confirmed; one of the distal pointed arms of the device has broken off near the central hinge of the device. It is likely that over ten years of use and possibly the application of excessive force during reduction have led to this complaint condition. The device was manufactured in october 2004 and is over ten years old. The balance of the returned device is in otherwise good condition with just slight discoloration near the part number etching. The relevant product drawing was reviewed and no design issues were noted. It is likely that over ten years of use and possibly the application of excessive force during reduction have led to this complaint condition. No design issues were noted during the evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.